Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. Troubleshooting was declined for low blood glucose. Customer stated that they thinks they over estimated for carbohydrates last night. Customer stated that insulin pump was alerting to calibrate all night. The insulin pump will not be returned for analysis.